Event description:
It was reported that an ilet user experienced difficulty completing a supply change when the device did not accept confirmation of observed drops, and the display later showed no blood glucose reading with prompts to connect a cgm or switch therapy. Symptoms included no reported clinical effects. Outcomes included no reported impact on health and no hospitalization. Investigation included remote troubleshooting and user guidance to perform an app-facilitated restart and supply change education. Investigation of this case revealed that the device resumed function after restart and the user successfully completed the supply change, indicating an operational interruption likely related to software behavior or user interface interaction without evidence of hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user interface interaction and software-related use difficulty.